Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jul-11, information was received from a patient (pt) regarding an external device. It was reported that they went to get MRI today ((B)(6) 2022), but when they attempted to connect the pt programmer to the implanted neurostimulator(ins), they got the poor communication screen and could not enter MRI mode. Pt mentioned they were using the pt programmer antenna. Pt had just put brand new batteries into the pt programmer. Pt had to reschedule the MRI appointment. During the call, the pt attempted to connect to the ins with the pt programmer with the pt programmer antenna attached, but the pt got the poor communication screen. Pt then attempted to connect to the ins with the pt programmer antenna detached, but still got the poor communication screen. Pt was able to connect with the recharger and was charging their ins on the call. An email was sent to the repair department to replace the pt programmer and pt programmer antenna. Pt called back from number registered re-reporting information previously documented in this case. Pt received the replacement equip ment and pt was still receiving the poor communication screen. Pt's husband stated that the ins was fully recharged after they had called yesterday however, they were still unable to connect with the programmer (programmer had new aaa batteries). Pt then tried to connect to their ins with the recharger (insr). Pt saw the insr recharging displayed but when they tried to charge the ins, they saw the reposition antenna screen displayed. The agent reviewed possible over discharge with pt. Manufacturer representatives (reps) were emailed for further assistance and the pt was redirected to their healthcare provider (hcp). No symptoms were reported. On 2022-07-21, additional information was received reported the pt had a routine for recharging ins from when first implanted but due to a change in pain medications may have forgotten to recharge in a timely manner. They said the pt is experiencing a lot of pain and has another MRI scheduled for this coming tuesday. They reported they have yet to be contacted by a manufacturer representative (rep), so patient services (pss) reviewed and provided them a number for their healthcare provider (hcp) to page a rep. On 2021-aug-02, additional information received from the rep reported that the pt was in overdischarge b/c have not recharge in about a year. Performed a jumpstart and not successful on 3 tries. Patient wanted to replace ipg.